Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a procedure. During the procedure, it was reported that there was difficulty in removing the guidewire and when doing so, it fractured the core of the lead. The lead was removed. There were no patient consequences.

Event description:
New information received noted that the lead insulation broke while trying to insert the lead.

Manufacturer narrative:
Voluntary medwatch report # 4200070000-2020-8004.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.